Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 28mm synergy xd drug-eluting stent was selected for treatment. However, during insertion into the guide, the delivery system was kinked. When the physician straightened out the kink, the delivery system broke. The whole system was removed from the guide and the procedure was completed with another of same device. There were no patient complications nor injuries reported.